Event description:
Healthcare professional reported to company representative that ¿patient injected with juvéderm® voluma¿ xc in the midface presented with suspected vascular occlusion 48 hours after injection on left side of the face.¿ at present intervention strategy is being planned.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.